Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion (70 percent stenosis degree) in the mildly tortuous mid femoral artery. The stent could not be released when reaching the lesion. The trigger could not be moved. Another stent was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has not been retracted. The stent has not been released. The outer shaft is mildly kinked about 121 mm proximal to its distal end. The stent struts are slightly pushed together in the proximal stent portion. The proximal stent stopper and the proximal end of the inner shaft show signs of compression. The retractable shaft has fractured inside the handle. The findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.